Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 3 months after the dental implant and abutment were placed in ada site 29, the implant had not achieved osseointegration in type ii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that nearly 3 months after the dental implant and abutment were placed in (B)(6) site 29, the implant had not achieved osseointegration in type ii bone. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)